Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) loop air leakage. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. (B)(6).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse discovered that the safety disk leaked. The safety disk was replaced. The fse performed all functional and safety checks to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.